Event description:
While attempting to suture the rv lead down during implantation of biventricular pacemaker by st. Jude medical, the lead cracked. Physician removed the lead and placed another. FDA safety report ID#: (B)(4).